Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the pregnant patient with placenta previa and bleeding and a history of deep venous thrombosis was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavogram showed no intraluminal filling defects and identified the renal veins. The filter was then deployed in the infrarenal ivc without incident. The patient tolerated the procedure well without complication. Approximately five years three months post filter deployment, review of CT imaging from two months prior demonstrated a detached filter limb. The patient presented for filter removal; however, it is unknown if the filter was successfully removed, as the procedure report provided was incomplete. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment, limbs were allegedly extending beyond the caval wall and a detached limb was located in the lung. Reportedly, after an attempted but unsuccessful filter removal procedure, the filter was removed. No reported attempts have been made to remove the detached limb. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the pregnant patient with placenta previa and bleeding and a history of deep venous thrombosis was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavogram showed no intraluminal filling defects and identified the renal veins. The filter was then deployed in the infrarenal ivc without incident. The patient tolerated the procedure well without complication. Approximately five years three months post filter deployment, review of CT imaging from two months prior demonstrated a detached filter limb. The patient presented for filter removal; however, it is unknown if the filter was successfully removed, as the procedure report provided was incomplete. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years three months post filter deployment, review of CT imaging from two months prior demonstrated a detached filter limb. The patient presented for filter removal; however, it is unknown if the filter was successfully removed as information regarding removal was not complete. Therefore, based on the medical records the investigation can be confirmed for a detached filter limb. The investigation is inconclusive for the alleged retrieval difficulties and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that sometime post vena cava filter deployment, limbs were allegedly extending beyond the caval wall and a detached limb was located in the lung. Reportedly, after an attempted but unsuccessful filter removal procedure, the filter was removed. No reported attempts have been made to remove the detached limb. There was no reported patient injury.